Event description:
It was reported that during a v.a.t.s. Procedure, two devices misfired and some staples did not form properly. The surgeon made a thoracotomy to control bleeding in the lung. There was no add'l pt consequence reported.